Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2012 to explant his generator due to lead discontinuity. It is unknown if the lead was explanted. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the lead was not explanted and the generator was explanted due to lead discontinuity. Diagnostics performed on (B)(6) 2010 were within normal limits. The generator was returned for analysis. Analysis of the generator was completed on (B)(6) 2014. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.